Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1888tc competitor implantable pacing lead implanted (B)(6) 2013; 1888tc competitor implantable pacing lead implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted. Further review of the manufacturer's database indicated the patient is deceased and died approximately one month post device explant. Additional information obtained indicated the patient developed endocarditis and vegetation on the mitral valve and an abscess. The device was removed and a redo sternotomy and redo aortic root replacement was performed. The patient was sent to the intensive care unit with an open chest which was later re-explored and closed. The patient had multiple medical complications including placement of a tracheotomy and a gastrostomy tube. A chest tube was placed for a pneumothorax. The patient developed a superficial sternal infection and, with a decline in patient condition, was made a comfort care, had a cardiac arrest and died.